Event description:
Per the clinic, the patient developed a swollen raised area near the site where the processor rests. In (B)(6) 2013, the patient was prescribed a 14 day course of antibiotics (date and type not reported), as well as a 14 day course of prednisone (date not reported). In (B)(6) 2013 (exact date not reported), the surgeon prescribed a second course of prednisone, however; the issue could not be resolved. The implanted device remains. Explant and reimplantation surgery is planned but has not taken place as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
This report is filed february 27, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; the patient was reimplanted with a new device during the same surgery. This report is filed october 10, 2013.